Event description:
The patient reportedly had no link between the external equipment and the cochlear implant. The patient was seen at the center for evaluation. Testing performed confirmed that the patient's device was not functional. Surgery to explant the patient's device is to be scheduled.